Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a IV set/n35/20drop/f/cqx1/ll. The following information was provided by the initial reporter, "on the 23rd of dec, started to give the patient 5-fu. Next morning at 7:00, the connection of the filter part was broken and drug leaked. The patient didn't broke it and she didn't pull strongly."

Manufacturer narrative:
H.6. Investigation: the actual product was received and evaluated. The root part on the downstream side of the infusion filter was broken. Therefore, we asked the manufacturer of the filter to investigate the material. According to the results of a survey conducted by the filter manufacturer, white stress lines and deformation were not observed in the damaged part, suggesting that it was brittle and easily broken. As a result of checking all manufacturing-related records, no records of nonconformity problems were found, so the cause could not be determined. We will pay close attention to our thorough inspection of the appearance and function when receiving and assembling parts. No anomaly found on DHR. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a IV set/n35/20drop/f/cqx1/ll. The following information was provided by the initial reporter, "on the 23rd of dec, started to give the patient 5-fu. Next morning at 7:00, the connection of the filter part was broken and drug leaked. The patient didn't broke it and she didn't pull strongly."